Event description:
It was reported that an x-ray showed callus formation and a plate broken.

Manufacturer narrative:
The associated complaint device was returned and evaluated. The lab analysis concluded, the purpose of this investigation was to examine the returned device. No destructive analysis was conducted. Due to the size of the plate, the fracture surface was unable to be evaluated using the sem. From the analyses conducted during this investigation, the exact cause of the reported failure was not able to be determined. The clinical/medical investigation task will be reopened. Details regarding the patient¿s weight-bearing status, medical history, bone quality, fall/trauma history, and other additional clinical relevant information have not been provided. The x-rays provided 2 months prior to the broken plate and confirm the callus formation of the distal femur and the bone is attempting to heal but there is still nonunion present. A product analysis was unable to determine the exact cause of the reported broken plate. The future impact to the patient cannot be determined. Stress fatigue was the likely cause of the plate broken but the product eval couldn¿t confirm this. No further clinical/medical assessment is warranted at this time. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed batch. If new information is received in the future, this complaint can be re-opened.